Event description:
The customer reported a leak in the IV administration set, near the pumping segment upper fitment. The pt was receiving pentamidine when the leak was noted. The IV tubing was changed and the infusion restarted without incident. No pt harm reported, no increased monitoring required and no other event details available. The IV administration set was received. Investigation is on-going. A f/u report will be filed upon completion of the investigation.